Event description:
During follow up, it was noted the left ventricular lead was dislodged. While attempting to reposition the lead, the stylet could not fully be inserted to due to lead damage. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported events of the stylet not able to be inserted and lead damage were confirmed. Visual and x-ray examination found damaged inner coil and ptfe guidewire coating at the connector region consistent with procedural damage.